Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall, with recurring alerts despite multiple restarts and adequate battery charge; the user restarted the device several times, and an alert recurred immediately after restart, which led to instruction to replace the pump and to use back-up therapy until replacement was obtained. Symptoms included hyperglycemia up to 350 mg/dl and a subsequent hypoglycemic episode for which the user self-administered glucagon; there was no loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included temporary interruption of insulin delivery with the need for back-up therapy and continued cgm use on a mobile app or receiver, without medical intervention or hospitalization. Investigation included review of device history, confirmation of the alert in pump records, guided restarts with verification of battery status, and assessment of insulin delivery status relative to the alert. Investigation of this case revealed recurrent insulin delivery stoppage consistent with a stalled motor event associated with the pump¿s drive mechanism, for which replacement was indicated. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the pump¿s motor/insulin delivery mechanism.